Event description:
It was reported that during a laparoscopic pneumectomy procedure, the firing trigger could not be grasped at the 1st stroke of the 5th firing on the lung parenchyma. Although the closing lever did not return to the home position, the device could be removed from the target tissue without opening the jaws. There was no damage on the target tissue. The target tissue might have been thick. The device had a possibility of being fired across an existing staple line. The cartridge was green. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.